Manufacturer narrative:
(B)(4). The explanted products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had been experiencing recurring pocket hematomas since implant. During another follow-up to drain the pocket for a suspected hematoma, there was evidence of bacterial growth in the fluid being drained. An echocardiograph and additional testing were performed and revealed there was not bacterial growth on the leads or within the patient's heart. As a precaution to prevent endocarditis, the ICD and associated right atrial (ra) and right ventricular (rv) leads were explanted. No additional adverse patient effects were reported and the patient is being treated with antibiotics. A new system will be implanted once the infection has cleared.